Event description:
The customer reportedly observed a smoke and burning smell of hot wires from an atellica ch 930 analyzer. There were no visible flames associated with the burning smell and smoke. There was no injury reported due to this event. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported observing a burning smell of hot wires and smoke from an atellica ch 930 analyzer. The customer stopped the analyzer, powered down, turned the breaker off and removed the reagents. The analyzer stopped smoking. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer and replaced servo 1 but was unable to align it. Siemens remotely assisted the customer and reviewed the instrument files and found that the reagent loader arm (rla) was not starting due to the presence of a reagent pack. Then, the cse removed the reagent pack, ran auto alignment, and replaced the bearings. Next, the cse determined that the rla was out of mechanical alignment, attempted to align the rla, replaced the reagent arm, and performed both mechanical and auto alignments. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00171 on 25-jun-2025. Additional information (14-jul-2025): siemens reviewed the information provided by the customer and requested clarification regarding the absence of visual evidence. No response was received from the customer. Due to limited information and a lack of response, further evaluation is not possible. The cause of the event is unknown. The normal troubleshooting actions mentioned in the initial MDR resolved the event. The investigation findings and investigation conclusions codes in the h6 sections were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.